Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 a recurring no delivery alarm of the insulin pump. Customer changes infusion sets multiple times but still gets no delivery alarms. Blood glucose level at the time of the incident was 296mg/dl. No symptoms experienced but treated with insulin pump. Trouble shooting occurred but issue remains unsolved. Product will be returned and a replacement insulin pump will be shipped to customer.

Manufacturer narrative:
Device passed the seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. (B)(4).